Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer (fse) inspected the system, and found that several parts showed signs of burn and have to be replaced: (B)(4), contactor, (B)(4), contactor and the (B)(4), resistor.

Event description:
The customer reported loud noise from the technical room resulting in system malfunction at the end of the exam.